Event description:
The ICD involved in this MDR was interrogated on (B)(6) 2010. The physician reported that the programmer user interface crashed and that the programmer had to be unplugged. Abrupt end of programmer software session was confirmed by the review of available logfiles. The ICD was re-interrogated twice afterwards. Further analysis of the logfiles is pending.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.